Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. The analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after replacing the emitter and axiem box. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site had successfully registered and were in navigation when the system became unresponsive. The site tried to hard shutdown and log back into the software, but at this point the emitter was not functioning and no "chirping" noise was heard from the emitter. Navigation was aborted, but there was no patient impact reported. There was a ten minute delay to surgery.